Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Ees project (B)(4) met with personnel from hospital on (B)(4) 2011, and below is a summary of the visit. Dr. (B)(6) described an issue with four or five staple legs that were "straight or unformed" on the center line closest to the cut line. He stated that it occurred during a whipple procedure(s) and that it occurred on "thick stomach" firings. Green settings were used. After clamping on the tissue, surgeon was not waiting 15 seconds prior to firing. Informed surgeon that waiting 15 seconds allows the fluid to leave the compressed area, allowing for proper compression and staple formation. This is also stated in the instructions for use (IFU) for the ntlc product. Dr. (B)(6) stated that he would wait the 15 seconds in future cases. Ees project director was allowed to observe dr. (B)(6) complete a whipple procedure, which included stomach firings that he considered to be thick tissue. He closed the ntlc, waited the 15 seconds prior to firing and stated that the staple line looked "perfect." He stated that he would continue to wait 15 seconds on all subsequent ntlc uses. He stated that he now understands and could see the difference in results based on the recommendation of waiting 15 seconds prior to firing. Dr. (B)(6) had issues with lockouts, believed to be related to improper loading of the cartridges or handling of the device prior to his use. This is based on the discussion with dr. (B)(6) and his scrub nurse. When dr. (B)(6) scrub nurse demonstrated the cartridge loading of the ntlc, two issues were observed. First, she did not open the closing lever which locks the firing knob. This could potentially cause the firing sequence to begin prior to use of the device on tissue. Also, the cartridge was loaded with the proximal end first. She also stated that she wasn't sure if she removed the retainer prior to loading a fresh cartridge into the device or after it was loaded. All of these conditions could cause a cartridge to be locked out prior to use on tissue. Discussed and demonstrated the proper loading technique from the IFU by first opening the closing trigger, loading the distal end of a new cartridge into the device with the retainer on, snapping the proximal end into the device, removing the retainer and then assembling the device with the anvil half until the closure trigger is in the half closed position. When she followed the steps as demonstrated and described in the IFU, no lockout issues were observed. Scrub nurse also applied those techniques during a procedure later that day and did not have any lockout issues. The same in-service instructions were provided to the or nursing staff, first attending surgeons and other surgeons who use the ntlc product.

Event description:
It was reported that during a whipple procedure, malformed staples were noticed on the two inner most rows after the device was fired. No other information is available. It is unknown how case was completed. There was no adverse consequence to the patient. The device was discarded.